Event description:
The implant showed signs of damaged upon removal. It was bent and there was some inner ring damage. Surgeon expects metal fatigue. It appears to implant subsided over time. No adverse consequences for the pt.